Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the tip of an 8x40mm absolute pro self-expanding stent system (sess) was detached from the distal end of the deployment shaft during preparation of the device. The stent was partially deployed from the deployment system. The procedure was successfully completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The premature deployment and/or flowered stent was confirmed. It may be possible that during removal of the stylet, the tip was inadvertently pulled such that the stent slightly pulled out; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The return device analysis found blood in the sheath lumen, on the stent implant and in the tip lumen, indicating that there was some patient involvement. The tip was not separated as initially reported, but the stent was partially deployed. Follow-up with the account confirmed the initial reported information was incorrect. There was no issue with the tip, only that the stent had partially deployed. No additional information was provided.